Event description:
During a left atrial flutter procedure, the mapping catheter became stuck in the groin area and required an increase in the size of the incision at the access site and additional devices in order to remove the catheter. During mapping of the right atrium, a circuit anterior of the right atrial appendage that looped into the left atrium was noted. The mapping, diagnostic, and ablation catheter were placed in that area in order to ablate the first circuit. The activation was changed, however, the next map showed the left atrium was then the driver. A double transseptal puncture was then going to be attempted. The ablation catheter was removed and when attempting to remove the mapping catheter, it could not be removed near the groin. The terumo 8 fr introducer was noted to be bent in addition to the mapping catheter. The mapping catheter was then cut and an attempt was made to try and upsize the original introducer. Upon removal of the terumo introducer, it was noted to be peeled back from the outside. Moreover. The external hub of the introducer was torn. After upsizing with three introducers and dilators, the mapping catheter dislodged. The mapping catheter was removed and spline b on the paddle was noted to be elongated. The access to continue the procedure was gained by the left groin and the transseptal puncture was successfully completed. A second mapping catheter was used and the procedure was able to be completed with no adverse consequences to the patient outside of having to create a larger access site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).